Manufacturer narrative:
Common device name: intervertebral fusion device with integrated fixation, cervical product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior cervical discectomy and fusion (acdf) at c5/c6 due to cervical herniation. Intra-op, the cage was broken during cage insertion but fragments were removed from the patient¿s body. No patient complications were reported.

Manufacturer narrative:
Product analysis results: visual and optical inspection confirmed one of the corners at the top portion near the locking tab of the implant has broken off and one side of the connector points has been damaged and deformed. Microscopic inspection confirmed a brittle fracture surface with rays emanating from the area of fracture. This type of damage is consistent with excessive force placed on the implant during insertion and removal process. If information is provided in the future, a supplemental report will be issued.